Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the event occurred during the procedure, and the procedure was completed as planned by moving the patient to another dsa (digital subtraction angiography) room. The philips field service engineer (fse) inspected the system onsite and confirmed that there was a problem with the wired footswitch. During troubleshooting, the fse identified that the fluoroscopic exposure pedal(pin) was broken. The fse replaced the wired footswitch. After the replacement of the wired footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was a problem with the footswitch. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the fluoroscopic exposure pedal was broken. The fse replaced the foot pedal and returned the device to use in good working order.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-08/04/2023-005-c, which addresses the causes associated with the reported malfunction.